Event description:
The patient bumped his infusion pump while walking through a doorway in the patient lounge. This caused the phaseal system to loosen because it extends out slightly from the infusion pump. Small drips of chemotherapy dripped on the floor, and some nurses noticed a small pool of chemotherapy when the patient stopped walking. A chemotherapy spill kit was obtained, and housekeeping was notified. The spill was contained. Patients and families were notified to stay out of the lounge and the small hallway. There was no patient injury. The phaseal connector sticks out from the side of the pump and has contributed to disconnections and chemo spills in the past.